Event description:
During a procedure for a terminal internal carotid artery (ica) aneurysm, the physician intended to use the subject stent for treatment. The subject stent opened smoothly, and the proximal landing zone fully covered the aneurysm. After that, the physician retracted the stent delivery system for post-procedure angiography, which revealed that the stent had shifted into the aneurysmal cavity. Subsequently, the physician reintroduced a guidewire and microcatheter, delivered them through the lumen of the stent to reach the distal end, and then reintroduced a new stent from the ica for deployment. This stent overlapped with the previous one at the aneurysm neck, with good proximal wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 expiration date: updated d4 gtin: updated d9 product available to stryker: updated d9 returned to manufacturer on: updated h3 device evaluated by mfg: updated h4 manufacturing date: updated due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent delivery wire (sdw) was returned inside the dispenser hoop. On removal, the distal sdw was found to be kinked/bent. The introducer sheath and stent were not returned. The functional inspection could not be performed, as stent deployed inside patient. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed during the analysis as the stent is implanted. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The event description states after deployment of the initial stent, "the physician retracted the stent delivery system for post-procedure angiography, which revealed that the stent had shifted into the aneurysmal cavity. Subsequently, the physician reintroduced a guidewire and microcatheter, delivered them through the lumen of the stent to reach the distal end, and then reintroduced a new stent from the internal carotid artery (ica) for deployment. This stent overlapped with the previous one at the aneurysm neck, with good proximal wall apposition." Analysis of the returned device indicates the stent delivery wire (sdw) only was returned. The distal sdw was kinked. The stent and introducer sheath were not returned. It is most likely that moderately tortuous anatomical factors encountered during the procedure resulted in the sdw becoming damaged and may have contributed to the stent to dislodged/migrate. As per additional information no damage was noted to the device prior to use, and the device was prepared as per dfu for this product. An assignable cause of procedural factors will be assigned to the reported damage ¿stent dislodged/migrated¿ and the analyzed damage 'stent delivery wire (sdw) kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
During a procedure for a terminal internal carotid artery (ica) aneurysm, the physician intended to use the subject stent for treatment. The subject stent opened smoothly, and the proximal landing zone fully covered the aneurysm. After that, the physician retracted the stent delivery system for post-procedure angiography, which revealed that the stent had shifted into the aneurysmal cavity. Subsequently, the physician reintroduced a guidewire and microcatheter, delivered them through the lumen of the stent to reach the distal end, and then reintroduced a new stent from the ica for deployment. This stent overlapped with the previous one at the aneurysm neck, with good proximal wall apposition. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.